Manufacturer narrative:
Several attempts were made to contact the doctor in order to gain additional information on the patient's post treatment care, treatment parameters, and current status. However all were unsuccessful because the doctor never responded to our requests to further investigate the incident. Since the patient experienced a scar from the laser treatment, this is a reportable event. There was no problem found with the laser device and operated within specification during a service evaluation.

Event description:
Patient experienced a scar on upper lip from a laser treatment.